Manufacturer narrative:
D9. Date returned to mfg: 27-jun-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No impact or corrosion damage present. High/low calibration and flow rate check performed. At the end of the calibration check, the co2 sensor error message was displayed. Getting approx. 0 ml/min co2 pump flow rate. On closer inspection, the input barbed fitting was damaged where the naphion tubing is connected to. This caused a leak in the pneumatic circuit. The customer's complaint was confirmed, and the root cause was the damaged input barbed fitting. Replacing the input fitting fixed the problem. The device passed all functional testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the co2 sensor failed during high calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.